Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 495 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The time on the insulin pump was off by one hour, so the customer was assisted with correcting it. It was reported that the insulin pump alarmed auto off. Nothing further was reported.